Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge did not fit onto the pump and that a cartridge change error occurred. There was no reported adverse effect to the customer's blood glucose level. The customer was unable to load a new cartridge. A replacement pump was sent to the customer.